Event description:
Caller reported blood glucose results of 179 mg/dl on compact plus system 1, 30 mg/dl on compact plus system 2 within 10 minutes. Caller reported different day blood glucose results of 30 mg/dl, 23 mg/dl, and 205 mg/dl on compact plus system 1 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).